Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not forming properly. Seeing pear-shaped on proximal end, no closure on the distal end and also double feeding. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.